Event description:
The customer reported obtaining differential background failures and incomplete computation flags on differential results (non numerical result) from the lh 500 hematology analyzer. The customer stated that no erroneous results were generated or reported, and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse adjusted the count time/sample pressure, replaced the lower sheath restrictor tubing for better differential sample times, and bleached the differential mixing chamber to resolve the differential issue. Incidental to the differential issue, the fse also noticed slight variation to the red blood cell (rbc) control results but the results were still within the coefficient of variation (% cv) specification. The fse proceeded to replace the rbc diluent dispenser pump, the blood sampling valve (bsv) and bsv actuator, and the rbc mixing bubble check valve to produce better rbc precision. Results: failure mode of the differential issue is attributed to the sheath restrictor tubing and differential mixing chamber. The fse replaced the rbc dispenser pump, bsv, bsv actuator, and the rbc mixing bubble check valve to produce better rbc precision on controls. However, there was no malfunction identified in relation to the rbc control. (B)(4).